Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Unable to verify no delivery alarm due to motor error alarm. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that her husband experienced high blood glucose. The customer blood glucose level was above 600 mg/dl. Customer treated with insulin pump and manual injection. Customer reports the drive support cap appears to be normal. The customer stated that the insulin pump had motor error alarm during rewinding of insulin pump. Customer was able to clear the alarm and unable to complete rewind the insulin pump. The insulin pump had multiple no delivery alarm in past. The event was resolved by changing reservoir and infusion set. The customer cannot troubleshooting for high blood glucose due to motor error alarm. The insulin pump will be returned for analysis.